Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited an abnormality in the color tone of the image due to corrosion of the video connector (only magenta or green is shown). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the result of the investigation, the cause of the abnormal color tone of the image was likely due to corrosion in the video connector. However, a definitive root cause could not be identified. The user may detect the event by handling the device according to the following IFU. - inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.